Manufacturer narrative:
Pump passed the displacement. Audio options volume 1-5 functioned properly. However, pump error 63 alarm during self-test. Also, hardware low level failures is confirmed in the pump history file due to an electronic defective. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and able to rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.